Manufacturer narrative:
The DHR review was completed and revealed no findings that could have been directly contributed to the current complaint of ¿defective rear case assembly¿. Evaluation observed 2 of 8 depressed battery contact pins, not allowing dc operation. The rear case will be replaced. Patient involvement is unknown, therefore the hazard associated with this symptom is an interruption of infusion. No additional investigation is required for this complaint; therefore the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed.

Event description:
It was reported that a spectrum pump had a "defective rear case assembly". There was no known patient injury or medical intervention associated with this event. No additional information is available.